Manufacturer narrative:
Device evaluated by MFR: the product was returned to boston scientific for analysis. The returned product consisted only of the renegade hi-flo micro-catheter system fathom 16 guidewire. Inspection of the guidewire revealed a detached/separated tip, and the missing piece of the tip was not received. No other issues were identified during the product analysis. Analysis determined the clinical observation was confirmed for a detached/separated guidewire tip.

Event description:
It was reported that tip detachment occurred and remained inside the patient. A 180cm renegade hi-flo fathom system was selected for use in a hepatic hemorrhagic embolization of the right hepatic artery. After repositioning the microcatheter and guidewire, near the end of the procedure, fluoroscopy revealed a radiopaque black object. After a visual inspection, the guidewire was incomplete, and the artifact previously observed via fluoroscopy corresponded to a 10cm segment of the guidewire which had embolized to a right hepatic branch. It was noted that the embolized device fragment was serving as an embolization material and its retrieval was not needed as it was helping to ensure no recanalization of bleeding would be needed on the embolized branches. Radiographic images confirmed that the object could not be removed; therefore, it remained in the patient. The physician indicated that the object did not present harm to the patient. The procedure was completed, and no patient complications were reported. The patient was transferred to the intensive care unit and consequently to an oncology ward for continued care.